Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the fluid management system tubing was blocked cisco removal stage. The vacuum level adjusted to max., still unable to clear occlusion. The fluid management system was replaced and procedure completed. This complaint is for case 2 of 2.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
The tubing was blocked during non-phacoemulsification stage does not meet requirements for reporting as a malfunction.